Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridges were used throughout creation on sleeve? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? How was the leak and hematoma identified? Were there any difficulties with device in initial procedure? Please provide a timeline of events. How was the leak and hematoma addressed? Is it known if patient was compliant to post-operative diet? What is the current patient status?

Event description:
It was reported that post-operative after laparoscopic sleeve gastrectomy the patient presented with nausea, vomiting and dehydration. The patient was brought back to the or and the surgeon found a hematoma and then a leak. An abdominal wash was performed, and a drain was put in the patient. The surgeon noted that the leak was two to three centimeters from the g.e. Junction. The patient¿s current condition is unknown.